Manufacturer narrative:
Clarification to d6a implant date: partial date "2014". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted. Manufacturer of the device is unknown.